Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the implants were loosening.

Manufacturer narrative:
Investigation: based on the device, an investigation is not possible because we did not receive any explants. This case was discussed with a specialist from the product management department. As mentioned in the surgery report, the explantation of the implants was performed due to a retropatellar osteoarthritis. There are no hints of a loosening of the implant components. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available, we assume that the cause of the failure is most probably patient related. Rational: in the surgery report from (B)(6) 2018 is clearly mentioned that the revision was performed due to a lateral and retropatellar osteoarthritis. During the inspection and palpation it was found that the implant components are in firmly seated positions. No CAPA is necessary.